Event description:
It was reported that this left ventricular (lv) exhibited loss of capture (loc) and lead presented with some dislodgement via chest x-ray. Boston scientific technical services (ts) will reprogram the lv outputs as appropriate to provide lv pacing. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) exhibited loss of capture (loc) and lead presented with some dislodgement via chest x-ray. Boston scientific technical services (ts) will reprogram the lv outputs as appropriate to provide lv pacing. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. It was noted that blood/body fluid in the lumen and setscrew marks were in the correct location on the terminal pin. Additionally, it wa noted melt marks in outer insulation - likely explant electro-cautery damage. The known inherent risk investigation conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this left ventricular (lv) exhibited loss of capture (loc) and lead presented with some dislodgement via chest x-ray. Boston scientific technical services (ts) will reprogram the lv outputs as appropriate to provide lv pacing. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted. A new lead was implanted. No additional adverse patient effects were reported.